Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd received 2 photographs showing unused pbbcs in the packaging. The photos were evaluated and the issue of the pbbcs contributing to underfill was not observed. Additionally, 10 retained samples from lot number provided were, therefore, taken at random, and each used to draw bd vacutainer pstii tube with water. All tubes filled as expected. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: our "current batch of pst tubes seemed to be intermittently hard to fill up. But is only evident when they use a ultratouch pbbc set."